Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results when compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation. One year prior to contacting lfs, the patient alleged the issue first occurred. The patient was unable to recall the exact readings, but reported it occurred more than once. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However 4-5 hours later the patient reported having symptoms of "sweaty, nervous, agitated, blurred vision and not feeling well." The patient reported on the day of the alleged issue, she self treated with something to eat or drink. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The cca noted the patient was using an approved sample site for testing. However, a control solution test was not run due to the patient not having control solution available. In addition, the cca discovered the subject meter was in the incorrect code. Replacement products were sent to the patient. The subject meter was returned to lfs and evaluated by product analysis with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because the reporter alleged obtaining an inaccurately high reading, developed symptoms suggestive of an acute complication of diabetes and required self treatment to prevent further injury.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the subject meter was returned to lfs and evaluated by product analysis with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.